Event description:
It was reported that the patient was experiencing increased pain since starting treatment with the stimulator. Although the patient received the stimulator on 11/16/21, he just started using the stimulator on (B)(6) 2021 due to ongoing wound issues. The patient has a tunneling wound near his (B)(6) region. The patient started treatment with the stimulator on the lower section of his fusion. The patient's wife said he started having increased pain yesterday (B)(6) 2021) of a "sharp, stabbing, but sometimes achy pain" which sometimes also went down his right leg. The patient was asked to discontinue the use of the bone stimulator for the time being. The patient may want to try treating the upper portion of the patient's fusion to see if his symptoms returned (patient had fusion from (B)(6). The patient discontinued the use of the stimulator last night ((B)(6) 2021), and the patient's pain didn't improve. The patient's wife is concerned that the wound may be re-infected. The patient has an appointment with the wound clinic on wednesday. The sales representative suggested to the patient's wife to try treating the upper portion of the fusion if the patient was up for it. The patient's wife informed me that the patient was in the hospital for seven days with (B)(6). The patient's wife stated that the (B)(6) was from the surgery and not the bone stimulator. The patient has not been using the bone stimulator and has an appointment with the neurosurgeon on friday. The patient's wife stated that the patient saw a pain management doctor who did not think the pain was caused by the unit. The patient has been previously prescribed (B)(6) for pain before using the unit. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
Increased pain since starting treatment it was reported that the patient was experiencing increased pain since starting treatment with the stimulator. Although the patient received the stimulator on 11/16/21, he just started using the stimulator on (B)(6) 2021 due to ongoing wound issues. The patient has a tunneling wound near his coccyx region. The patient started treatment with the stimulator on the lower section of his fusion. The patient's wife said he started having increased pain yesterday ((B)(6) 2021) of a "sharp, stabbing, but sometimes achy pain" which sometimes also went down his right leg. The patient was asked to discontinue the use of the bone stimulator for the time being. The patient may want to try treating the upper portion of the patient's fusion to see if his symptoms returned (patient had fusion from t10-pelvis). The patient discontinued the use of the stimulator last night ((B)(6) 2021), and the patient's pain didn't improve. The patient's wife is concerned that the wound may be re-infected. The patient has an appointment with the wound clinic on wednesday. The sales representative suggested to the patient's wife to try treating the upper portion of the fusion if the patient was up for it. The patient's wife informed me that the patient was in the hospital for seven days with sepsis. The patient's wife stated that the sepsis was from the surgery and not the bone stimulator. The patient has not been using the bone stimulator and has an appointment with the neurosurgeon on friday. The patient's wife stated that the patient saw a pain management doctor who did not think the pain was caused by the unit. The patient has been previously prescribed norco for pain before using the unit. It was reported that no further information is available. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.